Event description:
Treatment of an ica aneurysm. It was reported the patient experienced ischemic event post pipeline procedure. The patient condition was reported as 'stable' the next day.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient.(B)(4).